Event description:
It was reported that during reprocessing maryland bipolar forceps instrument, the shaft was splintering. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument main tube had deep scratches/gouges. The entire tube length exhibited light material removal and a rough surface finish. The epoxy layer had been removed, exposing glass fibers. Engineering concluded the damage was likely due to mishandling / misuse. Additional observation not reported were the clamping pulleys were corroded. The housing was removed to find all the clamping pulleys exhibiting pitting corrosion. Engineering concluded the damage was likely due to improper cleaning. No other damage was found.